Event description:
It was reported in a journal article from european journal of medical research (2025), that the purpose of the study was to compare sport-related patient-reported outcome measures (proms) of the traditional single mobility (of note referred to as sm, sb, sd interchangeably throughout the article) versus dual mobility (dm/db) implants in active patients younger than 65. The study reviewed 403 patients, 372 sm and 31 dm. A delta ceramic and high-density crosslinked polyethylene were used in the single mobility group. A trilogy cup and fitmore hip stem (zb) were used. In the dual mobility group all competitor product (permedica) was used. All implants were cementless. Patients were allocated to one of two surgeons based on their preference. A minimally invasive posterolateral approach in a lateral decubitus was used in all patients. The study population had a mean age of 56.3 years at time of surgery (sm= 56.2; dm = 57.0); (sm=216 males/156 females; dm= 12 males/19 females). Follow-up was conducted upon admission, at 12 months, and at a minimum of 24 months postoperatively with a mean length of follow-up for 51.3 months. No difference was found in results between the two groups at each follow-up point. Patients who underwent either procedure had a similar level of sports activity at approximately 51 months of follow-up. The study reported that one acute infection occurred in the sm group which was managed with surgical debridement, antibiotics, and implant retention.

Manufacturer narrative:
(B)(4). D10: . G2: foreign: italy proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D'ambrosi, a., anghilieri, f. M., valli, f., et al. (2025). No difference in the level of sports activity between s.ingle versus dual mobility total hip arthroplasty in adults: a clinical trial. European journal of medical research, 30 (212), 1-6. Https://doi.org/10.1186/s40001-025-02470-1.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.